Event description:
It was reported that the patient presented for remote follow up via merlin.net. A review of the transmission found intermittent under-sensing and episodes of inappropriate automatic mode switch (ams) due to competitive atrial pacing (cap) exhibited by the pulse generator. No interventions were made. There were no patient symptoms reported.